Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. Post-shock the morphology returns to the onset morphology. Technical services discussed some of the programming options with the caller. The clinic may have the patient do some exercise testing. There were no additional adverse patient effects. The system remains implanted.